Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be " over exposure to ozone resulting in product degradation / high modulus silicone / inadequate material selection ". It is unknown whether the device had met relevant specifications. Based on patient code 2645 the product was not used on the patient. It was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the silicone foley catheter had a hole in the tubing that had come across a radar from 14.2.23. It was a bardia aquafil with material reference 165814uk, lot mygr5472 and use by 2026-11-28. Per additional information via email from ibc on 17apr2023, unfortunately I have very limited information as they incident report was submitted by a member of staff from the bank team, and she has not been back since. The incident report reads that upon opening the catheter wrapping the nurse noticed that there was a hole in the tubing, so it was not used on the patient, unfortunately she did not take a picture, apologies.

Event description:
It was reported that the silicone foley catheter had a hole in the tubing that had come across a radar from 14.2.23. It was a bardia aquafil with material reference (B)(4), lot mygr5472 and use by (B)(6) 2026.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.